Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to call back for troubleshooting if an active fill estimate issue occurs again, and the caller acknowledged this resolution.